Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states they go out monthly to check the concentrator, when they checked this unit they found it has no alarm when unplugged from the outlet.